Event description:
The customer reported that the alarm has multiple damages to it. The customer did not know the specific product issue or when the issue was identified. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product revealed the unit did not power up with new batteries. The unit does power up with a 9v adapter and an external power supply. The unit passes all functional tests. There is battery leakage residue on the battery ribbon and battery door. The battery springs and flat contacts are corroded due to battery leakage. Also the warning label is cut down the middle of it. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corroded, causing damage to the electronics and reliability. (B)(4).